Event description:
It was additionally reported that following a review of the log files, it appeared there were two system controller exchanges observed. (B)(6) appeared to be the original system controller that was exchanged on (B)(6) 2025. (B)(6) was exchanged to system controller (B)(6). Another system controller exchange was observed on the (B)(6) 2025 from (B)(6) to (B)(6) which was still connected.

Manufacturer narrative:
D4: product serial number, lot number, expiration date, and UDI corrected. H4: corrected. Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number (B)(6) was not returned for analysis. No controller-related issues were captured within the provided log file from controller (B)(6), and the pump operated as intended throughout the data. Although the events leading up to the controller¿s exchange were not captured within log file data, a different controller (serial number (B)(6), evaluated separately) was observed to have been put into use on (B)(6) 2025, indicating that controller (B)(6) was exchanged. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient threw up and started having low flow alarms overnight. The clinic had not been able to get the patient's flow to 2.0 since. The patient was given fluids and antihypertensive medications. Log files were submitted for review and captured low flow events on 14jun2025 and 15jun2025 that seemed to be a patient hemodynamically related issue. It was additionally reported that a computed tomography angiography (cta) and/or echocardiogram was performed which showed outflow graft kink vs occlusion, and the patient had stents placed on (B)(6) 2025 due to a kink in the outflow graft; there had been no improvement of low flow alarms and concern for possible pump thrombosis arose. The patient was provided fluids, and their blood pressure was managed. The patient continued to have low flows. Flows had been anywhere from 0.6 to 1.0 with a speed of 5000 for a little over a week. Log files were submitted for review and captured low flow events on 18jun2025 and 19jun2025. The patient was currently asymptomatic. A treatment of tissue plasminogen activator (tpa) was planned, and log files were sent prior to the treatment which captured low flows between 0-1 liter per minute (lpm) along with rotor noise and displacement. The patients' flows had jumped to 3.5 and were steady. Log files were submitted for review and continued to capture low flow alarms however the pump flow was trending upward and was around 2 lpm. It was also noted that the patient performed a system controller exchange. Log files for both system controllers were submitted for review. Both system controllers showed numerous low flow events throughout the event histories. The trended data did indicate that an obstruction in the blood flow path was possible, there was a known kink in the outflow graft that could have been contributing. It was noted that to date, on (B)(6) 2025, the patient had been asymptomatic. Lactate dehydrogenase (ldh) had been 146-188 with no reports of dark urine nor worsening heart failure symptoms, although the patient was supported on a low dose of dobutamine. A repeat echocardiogram was scheduled. The patient had their speed decreased to 5000 rpm over the weekend with drops to engage the extended silence feature. They were clinically stable and were to be transferred back to their primary ventricular assist device (vad) center. Additional log files were submitted for review. The latest event log file began on 21jun2025 at 11:01:01 and was mostly filled with low flow events. Additional log files were provided on (B)(6) 2025 after the tpa was completed. The patient had been stable and flowing from 3.7-4.0 with pulsatility index values 3-4. There were no further low flow alarms noted in the log file since 10:38 am on (B)(6) 2025. Additional log files were submitted almost 48 hours after tpa was completed and after a ramp study; their flows were back up to 3.5-4.1 with a set speed of 5000 rpm and pi from 3.1-5.1. The log file data was unremarkable.